Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan alleging that the cap of his onetouch ultrasoft lancing device was loose or would fall off. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged lancing device issue started approximately 2 weeks prior to contacting lfs. It was noted that the patient manages his diabetes with insulin. It is not known if the patient made any changes to his usual diabetes management regimen due to the lancing device issue. The patient denied developing symptoms; however, reported that 1 week after the issue began he saw his hcp and was treated with insulin. It is not clear if the patient's hcp made adjustments to the patient's diabetes medication regimen or if the patient was given an injection of insulin in response to a high blood glucose. At the time of troubleshooting, the cca noted that the alleged issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly was treated for hyperglycemia by an hcp after the alleged lancing device issue occurred.